Event description:
It was reported that pump experienced recurring malfunction alarms almost daily for about one month. Customer¿s blood glucose level was affected, with one reported value of 413 mg/dl - "high". Customer addressed high blood glucose by giving correction insulin injections with multiple daily injections, performed a pump reset independently, and coordinated with technical support, to discuss backup insulin delivery using multiple daily injections and an out-of-warranty loaner pump.